Event description:
Arm received has no holes drilled and the bottom tube not flattened can not attach to side.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.